Manufacturer narrative:
(B)(4). Batch # unk. This is an analysis of photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows an apparently unfired green cartridge. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number u4007y, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. There was no patient consequence reported. No additional information can be provided.